Event description:
It was reported that, "the pt did not have any range of motion. There was a lot of fibrosis and tissue that was removed. He removed femoral component and replaced it with ts component and a ps insert. Due to hospital policy, no further pt information was available."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.